Event description:
It was reported that a malfunction alarm occurred due to malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed to be replaced, and a replacement pump was provided to ensure insulin delivery was not interrupted. Technical support arranged for the replacement and confirmed the customer's shipping address.